Event description:
While spiking the contrast medium bottle for injection during a cardiac catheterization, a piece of the bottle stopper membrane ended up floating in the contrast fluid. Had this debris not been noticed it could have been injected into a cardiac vessel, with potentially major consequences. This problem was noted to have occurred five times in a couple of weeks.======================manufacturer response for four station cath lab patient circuit, (brand not provided) (per site reporter).======================the manufacturer indicated an intent to provide this kit with a different spike for the contrast bottle, since the problem appeared to start coincidental with a change in this spike.======================manufacturer response for contrast medium bottle, isovue (per site reporter).======================the manufacturer intends to examine the bottles involved and get back to us with their findings.